Manufacturer narrative:
Expiration date - 02/2019. Based on the available information, this event is deemed to be a product malfunction. Based on the information provided, no patient harm occurred. Third party manufacturer reviewed the batch records for lot 14fm0203 and no exceptions were noted. Retains were examined and no defects found; the appearance of the balloon, catheter body, irrigation cavity, and valve function were normal. The third party manufacturer also performed a complaint simulation test using eight units selected from across six lots, including one unit from lot 14fm0203. No blocking, leakage, or tube bulge was noted during the balloon inflation process and the irrigation port functioned normally when tested with no obstruction noted. When the irrigation tube was blocked on the patient end as part of the test, air pressure from the irrigation port, resulted in the cannula inflating at different locations along the tube on the different units. As part of the process, all units are tested for functional irrigation ports/tubing using air prior to shipment, so units with irrigation tubing blockage would not be shipped. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. (B)(4).

Event description:
Reporter stated when she used in on the patient "10 cm above the irrigation port there is a herniated hose rinsing the catheter featured". Reporter clarified that the herniation or bleb occurred in the irrigation line ten (10) cm "between the irrigation port and the patient". It was further reported that the device was placed due to the patient having diarrhea. No further information was provided including patient details, treatment or outcome.